Event description:
Procedure performed: robotic lap chole. Event description: the rep was informed about this event by the surgical tech. During the case the surgeon was placing the robotic 8 mm camera into the trocar port. As the surgeon was placing the robotic port through the trocar port pieces of the trocar seal fell into the patient. The pieces were both clear and black. All of the pieces were retrieved from the patient. It is unknown how the case was completed after the event occurred. Product return expected. Only the seal and seal housing is available for return. Additional information received via email on 27apr2021 from applied medical team member: "case was completed with a replacement trocar. No pictures available, but she will send trocar back to us." Intervention: "case was completed with a replacement trocar. " patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. The shield was scratched and damaged. A piece of the septum, an internal rubber component of the seal, had also separated from the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Septum fragmentation is not considered to be reportable as they are unlikely to cause or contribute to death or serious injury. The event is reportable due to the shield that had dislodged from the returned unit.

Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic lap chole. Event description: the rep was informed about this event by the surgical tech. During the case the surgeon was placing the robotic 8 mm camera into the trocar port. As the surgeon was placing the robotic port through the trocar port pieces of the trocar seal fell into the patient. The pieces were both clear and black. All of the pieces were retrieved from the patient. It is unknown how the case was completed after the event occurred. Product return expected. Only the seal and seal housing is available for return. Additional information received via email on 27apr2021 from applied medical team member: "case was completed with a replacement trocar. No pictures available, but she will send trocar back to us." Intervention: "case was completed with a replacement trocar. " patient status: no patient injury.